Event description:
Caller reported that insulin gauge displayed a different amount than expected, mentioning a discrepancy where a 0-unit fill estimate appeared instead of the expected 120 units, with the difference exceeding 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and was advised by technical support to call back if any active fill estimate issue arises in the future, which the caller acknowledged.